Event description:
As reported by the registry six months post index procedure the mid left anterior descending was treated for restenosis using another cypher stent. Two days later a denovo lesion located in the circumflex was also treated using a cypher stent.